Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated lithium results for one patient generated on the architect analyzer. The results provided were: sid (B)(6) initial = 1.667 / auto repeat = 0.510mmol/l / then repeated on a different architect = 0.477mmol/l (normal range is 0.50-1.20mmol/l). There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the abbott field service engineer cleaned the high concentration waste line and replaced the leaking peristaltic head tubing (rohs) (part number 7-35009685-02). Return testing was not completed as returns were not available. A review of the architect c8000, serial number (B)(4), service history identified no contributing factors to the current complaint. A review of the architect system operations manual addresses operational precautions and limitations as well as information regarding troubleshooting erratic/discrepant results. The architect c8000 system service and support manual provides procedures and graphics for removal and replacement of the peristaltic head tubing (rohs) (part number 7-35009685-02). A 12-month search for similar complaints identified no trends for the peristaltic head tubing (rohs) (part number 7-35009685-02). A review of the architect c8000 tracking and trending data found no systemic issues or trends associated with the discrepant results described in this complaint. Based on the investigation no product deficiency was identified for the architect c8000, sn (B)(4), or the peristaltic head tubing (rohs) (part number 7-35009685-02).